Manufacturer narrative:
(B)(4). Concomitant products: unknown - unknown poly tibial baseplate - unknown. Unknown - unknown poly patella - unknown. 183422 - vngd cr tib brg 12x63/67 - 510390. 402282 - cobalt hv bone cement 40g - 510390. Unknown - unknown femoral screw - unknown. Unknown - unknown tibial screw - unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01141.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently the patient was revised approximately 2.5 years later due to pain and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
D10: 141231 - biomet cc cruciate tray 63mm - j3335544 184780 - series a pat thn 25 3 peg - 072250 183422 - vngd cr tib brg 12x63/67 - 909490 402282 - cobalt hv bone cement 40g - 510390 unknown - unknown femoral screw - unknown - unknown tibial screw - unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes state no intra operative complications. Office notes show that the patient developed pain, x-rays showed osteolysis around the implants. Revision operative notes state that femoral component was removed easily, tibia which only had a little bit of need for use of a flexible osteotome to break the bond of the cement around the cortical rim and remainder popped out with ease. Fibrous tissue around implants removed. Patellar button had signs of osteolysis underneath and was removed easily. No complications noted with this procedure. Osteolysis was reported along the implants, however a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01719. 0001825034-2021-01141-2.

Event description:
No further event information available at the time of this report.